Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an examination of the returned device found that the balloon showed evidence of being inflated with blood in the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 5mm proximal from the distal end of the blade. The end of the blade segment was lifted from the balloon from where the balloon was leaking. Two blades were damaged and bent and no damage was noted to the other two blades. The blade that was lifted was also cracked 3mm proximal to the distal end of the blade and was damaged 9mm proximal to the distal end of the blade. The second damaged blade was bent 2mm proximal to the distal end of the blade and damaged 6mm proximal to the distal end of the blade. The balloon appeared slightly bowed circumferentially, 5mm proximal to the distal end of the blades. This type of damage is consistent with the device coming in contact with severe lesion characteristics, for example, severe calcification. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04oct2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous front arm shunt. A 3.50mm x 1.5cm x 140cm spcb flextome monorail cutting balloon was selected and advanced to the lesion. On the second inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the end of the blade segment was lifted and cracked from the balloon.